Event description:
It was reported that during a rm suture the surface of the device became worn extremly fast. The surgeon had to switch to different device with the same part number after 15 minutes. There was no harm for patient, operator or third party reported. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. Visual evaluation revealed that the electro face of the ablator is damaged and scratches around the ceramic was noticed. Charring was also noted along the remaining ceramic and face of the device. The observed condition is consistent with user applying mechanical forces and/or hitting the device with another device during use. Also insufficient fluid flow during use, and/or with an extended activation period of the device.